Manufacturer narrative:
Additional clarifying information was received on 01-dec-2025 and it was indicated that the previously reported ¿pa-broken¿ was an error. It was supposed to mean option a for ¿broken¿. As such, the h 6. Medical device problem code has been updated to material separation (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the 60000706 finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure and the vizigo was leaking blood backwards. The hemostatic valve on the sheath was not functioning properly. The caller exchanged the sheath and the case continued. There was no patient consequence. Additional information was received, and it was reported that ¿pa-broken¿. Follow up has been sent to clarify what ¿pa¿ is. It was also indicated that the hemostasis valve (gasket) did not dislodge inside the hub nor outside the hub. No air entered the patient¿s body. No needle product was used.